Manufacturer narrative:
(B)(4). Additional analysis results: the attached photographs show that no sodium stearate is present on the torque wrench. This is a likely cause for the separation seen in the shrouds which led to the continuous activation exhibited by both the min and max triggers. It could not be determined whether sodium stearate was ever present or whether it was removed during the decontamination/cleaning process at the hospital. There was no evidence of reuse or overuse on the blade or circuit.

Event description:
It was reported that during an unknown procedure, solid tone with error code '5'. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the shroud slightly open from the sides. The device was tested on generator and was functional while using the footswitch. The activation of the ha switches was tested and both max and min buttons resulted in continuous activation. There were no error codes displayed during the testing. It is possible that because the shrouds were slightly open, this put pressure on the ha interface. During activation the buttons were forced down and were not able to spring back up. This resulted in continuous activation. It is recommended that the torque wrench be used when assembling or disassembling the instrument from the hand piece. Failure to follow this procedure can cause damage to the shrouds, causing issues with the functionality of the instrument.